Event description:
Customer reported that the cassette was observed to be in a "free flow" condition when disconnected from the infusion pump. This malfunction could result in an over infusion to the pt. There were no reports of any adverse pt events associated with this malfunction.